Event description:
It was reported that when a patient presented for a generator change-out due to eri, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The physician elected to cap and replace the lead. The patient was in good condition post-procedure.

Manufacturer narrative:
.